Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is hearing high urgency alert tones. However no alerts were recorded in the implantable cardioverter defibrillator (ICD) device, seen in observation or under the data patient alert log. It was also reported that there was no patient intervention and the device remains in use. No patient complications have been reported as a result of this event.